Event description:
It was reported that the user experienced multiple leaking cartridges while using the ilet, which was attributed to attaching the infusion set connector to the cartridge before inserting the cartridge into the pump; this handling led to infusion set and cartridge connection issues. Symptoms included elevated glucose. Outcomes included shipment of replacement supplies and completion of troubleshooting and user education. Investigation included review of user technique and troubleshooting with the user. Investigation of this case revealed user handling error consistent with an infusion set deployed incorrectly or connector not attached correctly, resulting in leakage at the cartridge¿connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user technique.